Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose was running high. The blood glucose was 244 mg/dl before lunch the day before, the customer gave a bolus, and one hour later the blood glucose was 463 mg/dl. The customer changed the battery and the insertion site. The customer ate ice cream and bolused 10 more units and the blood glucose was 541 mg/dl at bedtime. The customer also reported that the ac1 had gone up to 8.9 two weeks prior. The customer changed the infusion set before the call and the blood glucose reading was down to 115 mg/dl. The drive support cap appeared normal and recessed. The insulin pump settings were correct. The insulin pump failed the high pressure test the first time, and passed the second time. The customer was advised to refer to a health care professional regarding new sets and changing site areas.